Manufacturer narrative:
The ge service rep troubleshot the system then straightened the ground pin, adjusted lock tangs. The system functions as intended.

Event description:
The customer reported that they were receiving a bad image and no image on the monitor.